Manufacturer narrative:
Two samples were returned for evaluation. There were no abnormalities found during the visual inspection of the two returned samples. Using a standard syringe, 20 ml of air was inserted into the airway lines of the returned devices. There were no issues identified with the cuffs inflating. A standard ruler was used to measure cuff symmetry on the devices. Locating the position of the worst case symmetry, measurements were taken from the outside of the cuff to the center of the shaft and then from the center of the shaft to the opposite outside of the cuff. The following are the measurements recorded for each device: sample 1 - 15mm/15mm and sample 2 - 16mm/13mm. All measurements meet the manufacturing specification of 1/3:2/3. The reported problem could not be confirmed.

Manufacturer narrative:
Device evaluation- two samples were returned for evaluation. There were no abnormalities found during the visual inspection of the two returned samples. Using a standard syringe, 20 ml of air was inserted into the airway lines of the returned devices. There were no issues identified with the cuffs inflating. A standard ruler was used to measure cuff symmetry on the devices. Locating the position of the worst case symmetry, measurements were taken from the outside of the cuff to the center of the shaft and then from the center of the shaft to the opposite outside of the cuff. The following are the measurements recorded for each device: sample 1- 15mm/15mm and sample 2- 16mm/13mm. All measurements meet the manufacturing specification of 1/3:2/3. The reported problem could not be confirmed.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes siliconized is not inflating symmetric fully in cuff. Unknown if patient adverse events occurred.